Event description:
This ra lead was implanted on (B)(6) 2005 and remains implanted as of this time. The lead has bipolar no sensing and impedance less than 200 ohms. Ra unipolar: sensing afib 1mv and impedance at 260's. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).